Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher was kinked approximately 98.0 cm from the proximal end; the coil was intact with the distal end of the pusher assembly. The outer diameter of the coil and pusher assembly were measured and found to be within specification. Conclusions: the non-penumbra device and the px slim mentioned in the complaint were not returned with the ruby coil for evaluation. Therefore, the root cause of this complaint cannot be determined. The ruby coils are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter, the physician met resistance and removed both the ruby coil and microcatheter from the patient. The physician successfully deployed a new ruby coil into the aneurysm using a px slim delivery microcatheter (px slim). However, upon a second attempt to advance the first ruby coil through the px slim, the physician met resistance again and removed the ruby coil. The procedure successfully continued using new ruby coils. There was no report of an adverse effect to the patient.